Event description:
Registered nurse went to open urethral tray with vinyl catheter and there was no cleansing swab sticks in the kit. Lot number 2215108964. Manufacturer response for urethral tray, dover open urethral tray with vinyl catheter 14fr/ch (4.7mm) (per site reporter) end user was able to use the other items in the kit, discarded the kit. Requested manufacturer name and item number. Picture of product was sent, and the van team confirmed the packaging says there are (3) swab sticks in the pack. The manufacturer stopped putting the swabs in but did not update the packaging. Picture embedded in this line. Rep notified.